Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger correction: sections a1 and section e have been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: intellis; product ID: 97755-s (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient (pt) reported having problems charging their implantable neurostimulator (ins). Pt stated they had been recharging their implantable neurostimulator (ins) since 8 am and it was only at 90%. Pt mentioned they had been sitting for six hour and it was not charging. Pt is currently recharging their ins. Agent had pt reset the controller with ac power supply and blow air into the controller charging port. Pt confirmed that the controller turned on with a message ¿memory problem data has been lost. Repeat the set-up process¿ and the green light was flashing. Pt set the date and time. Pt unlocked the controller and confirmed that the controller battery was 30% (recharging) and the implant was 100%. Pt mentioned it took like 4 hours to recharge. Pt confirmed no visible damage to the controller and battery pack. Pt also confirmed that the recharger was heating up while recharging their ins. For the event date, pt stated it¿s been a while, a few months. Pt mentioned they had no time to call patient and technical services (pats) (confirmed year 2025). A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6) ], revealed no anomalies were visually observed. Intermittent no device found message. Scrapped due to failing bench test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.